Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Procedure: revision arthroplasty total knee left total knee poly versus full revision. Pre-op diagnosis: stiffness of left knee. Surgeon commented there is a flexion contracture so he downsized poly to 12mm cs. No further information available.